Event description:
Adverse event(s): "patient is seeing a beam of light that runs across" (visual disturbances). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). An optometrist reported that following intraocular lens (iol) implant surgery, a patient is seeing a beam of light that runs across, but only when the patient is seeing straight ahead and the light source is overhead. He stated that the patient's ucva is 20/20 and very happy with the outcome. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 03/29/2010 and 04/05/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).